Manufacturer narrative:
The t:slim x2 user guide states, "the default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm. Tandem technical support educated the customer on the auto-off feature. Customer's blood glucose level was 120 mg/dl.